Event description:
A us distributor contacted zoll to report that a patient developed itching under the wires and a skin irritation under the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reports following with dermatologist. The patient reports using a cream for the skin irritation. It is unclear if the cream was prescribed by the dermatologist. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.